Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Three months after the primary surgery, it was found the gamma3 long nail breakage. On 2013 (B)(6), the revision surgery to more thick nail was performed.

Event description:
Three (3) months after the primary surgery, it was found the gamma3 long nail breakage. On (B)(6) 2013, the revision surgery to more thick nail was performed.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as having met specification prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the nail was heavily drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This misdrilling effect did significantly weaken the anterior bridge and caused a notching effect on the lateral side, that contributes to the nail breakage. Misdrilling could occur in case the target device was damaged, instruments were not assembled correctly or the user brought high bending pressure to the target device during drilling. The operative technique states that the target device and all combined instruments shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge; the bridge broke step by step (fatigue fracture). The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at the lateral side. After the anterior bridge was full or main partly broken, the posterior bridge followed in a spontaneous breakage (brittle fracture). The bearing points on the distal part indicate that the nail was loaded several times with heavy pressure. These loads most likely also contribute to the nail breakage. Intra-operatively implant damages and post-operatively loads by the patient are listed as warnings and adverse effects in the IFU. If other adverse effects (like osteoporotic bone, obesity, delayed healing) did also contribute to the nail breakage could not be determined due to missing information. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.